Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 460 mg/dl. The customer was treated with bolus. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Inspected one opened and used partial sensor and unable to confirm insertion and needle anomaly due to customer did not return insertion needle; only sensor.